Event description:
It was reported that upon deployment of the filter, the feet did not disengage from the spline. The physician wiggled the device and the legs opened; however, 2 or 3 legs were clumped together. Therefore, the physician advanced a catheter and separated the legs. There was no injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The device remains implanted therefore, not available for evaluation. The event investigation is currently underway.